Event description:
User facility states the bur guard bearings are worn and device became hot. The handpiece used with the bur guard also became hot, which was not returned for evaluation. No report of injury to pt or user.